Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reported an unscrewed implant crown due to a fracture of the implant collar. Tooth location #46. Implant was removed. Procedure was completed.